Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The patient tank motor, the distributor board and float system with relative control board were replaced. According to the customer, during the disinfection washes that they periodically carry out, the float of the patient tank often signals the tank empty even when the tub is full causing water to leak from the overflow. This maneuver also caused damage to the motor of the patient tank. After having replaced the parts listed, the equipment works normally. The unit was returned to customer based on the above, the patient pump got damaged likely due to an overfilling caused by the floats malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a 3t heater cooler displayed an error related to patient circuit 1 pump uses too much power (e17) and patient tank level float malfunction during service. There was no patient involvement.